Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgical reversal of essure sterilization') and uterine rupture ('uterine rupture') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced uterine rupture (seriousness criterion medically significant). The patient was treated with red blood cells (erythrocytes) and surgery (removal of essure). Essure was removed. At the time of the report, the medical device removal and uterine rupture outcome was unknown. The reporter considered medical device removal and uterine rupture to be related to essure. The reporter commented: the patient underwent removal of essure with fallopian tube reimplantation due to renewed wish to conceive. The patient became pregnant and was diagnosed with uterine rupture during the cesarean delivery of her child and required a blood transfusion. A second pregnancy ended in cesarean delivery without complication. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: information from deleted duplicate case (B)(4) (MFR number 2951250-2020-12835) transferred. Reporter's information was updated and new reporters added, and the event "uterine rupture" downgraded to non-serious incident. Erythrocytes (blood transfusion) added as treatment of uterine rupture. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgical reversal of essure sterilization') and uterine rupture ('uterine rupture') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced uterine rupture (seriousness criterion medically significant). The patient was treated with red blood cells (erythrocytes) and surgery (removal of essure). Essure was removed. At the time of the report, the medical device removal and uterine rupture outcome was unknown. The reporter considered medical device removal and uterine rupture to be related to essure. The reporter commented: the patient underwent removal of essure with fallopian tube reimplantation due to renewed wish to conceive. The patient became pregnant and was diagnosed with uterine rupture during the cesarean delivery of her child and required a blood transfusion. A second pregnancy ended in cesarean delivery without complication. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-sep-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("surgical reversal of essure sterilization") and uterine rupture ("uterine rupture") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced uterine rupture (seriousness criterion medically important) and underwent medical device removal (seriousness criteria medically important and intervention required). The patient was treated with erythrocytes (red blood cells) as well as surgery (removal of essure). At the time of the report, the outcomes for these events were unknown. The reporter considered medical device removal and uterine rupture to be related to essure administration. The reporter commented: the patient underwent removal of essure with fallopian tube reimplantation due to renewed wish to conceive. The patient became pregnant and was diagnosed with uterine rupture during the cesarean delivery of her child and required a blood transfusion. A second pregnancy ended in cesarean delivery without complication. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The following amendment was made: the case will be deleted from bayer pv database. Nullification reason: this case is duplicate of case (B)(4). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgical reversal of essure sterilization'), premature delivery ('premature delivery'), uterine rupture ('uterine rupture') and pregnancy with contraceptive device ('pregnancy with essure') in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy and cesarean section. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced premature delivery (seriousness criteria medically significant and intervention required) and uterine rupture (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (cessarean delivery and remove the essure) and blood transfusion. Essure was removed. At the time of the report, the medical device removal, premature delivery, uterine rupture and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered medical device removal, pregnancy with contraceptive device, premature delivery and uterine rupture to be related to essure. The reporter commented: neither mom, nor baby experienced a significant complication. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jun-2019: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgical reversal of essure sterilization') and uterine rupture ('uterine rupture') in a female patient who had essure inserted. The patient's medical history included pregnancy and cesarean section. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced uterine rupture (seriousness criterion medically significant). The patient was treated with surgery (remove the essure) and blood transfusion. Essure was removed. At the time of the report, the medical device removal and uterine rupture outcome was unknown. The reporter considered medical device removal and uterine rupture to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Amendment: the report was amended for the following reason: significant correction done. Events: pregnancy with essure, device ineffective and premature delivery deleted. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgical reversal of essure sterilization'), premature delivery ('premature delivery'), uterine rupture ('uterine rupture') and pregnancy with contraceptive device ('pregnancy with essure') in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy and cesarean section. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced premature delivery (seriousness criteria medically significant and intervention required) and uterine rupture (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (cesarean delivery and remove the essure) and blood transfusion. Essure was removed. At the time of the report, the medical device removal, premature delivery, uterine rupture and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered medical device removal, pregnancy with contraceptive device, premature delivery and uterine rupture to be related to essure. The reporter commented: neither mom, nor baby experienced a significant complication. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.